Event description:
It was later reported that the circumstances that led to internal stimulator turning off by itself was due to the patient pushing the wrong button. The patient figured it out and the issue was resolved .

Manufacturer narrative:
(B)(4). Device used for off label indication. The indication the device was used for was ezw.

Event description:
The patient reported that implantable neurostimulator (ins) was turning itself off on program 1 and 2. It even happened the morning of (B)(6) 2015 and had been happening since (B)(6) 2015. The patient brought this up to the nurse and the nurse stated that if the patient passed through certain devices it could turn the ins off. The patient noted he was not around any such devices or areas. He made no indication that he had ever seen a power on reset (por) message. He intended to follow-up with his doctor regarding the ins turning itself off and request a device check. There were no associated symptoms reported. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The cause of the ins turning off and any interventions were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.